Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/10/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one needle suture piece and one suture piece that pertained to the product code w8710. This product code is double-armed. Upon visual inspection of the needle suture piece, the swage and attachment area were noted as expected. The suture pieces were examined, and the ends of the sutures were found to be cut, probably caused by a surgical instrument. The other section of the suture was not returned for analysis. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There was no patient consequences reported. Additional information was requested.